Event description:
It was reported that the needle was not able to deploy. A 3.5/15/15 leveen coaccess electrode was selected for use in a radiofrequency ablation procedure. During the procedure, upon placing the needle inside the patient, the needle was not able to deploy. Another needle was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Date of event estimated using first day of month of aware date.

Event description:
It was reported that the needle was not able to deploy. A 3.5/15/15 leveen coaccess electrode was selected for use in a radiofrequency ablation procedure. During the procedure, upon placing the needle inside the patient, the needle was not able to deploy. Another needle was used to complete the procedure. No patient complications were reported. It was further clarified that the deployment failure occurred during preparation outside the patient.

Manufacturer narrative:
B3: date of event estimated using first day of month of aware date.